Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and observed that customer's device had logged an event code in the memory, which is related to a potential issue of the device to deliver energy. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and the technician was not able to duplicate reported issue. The cause of the reported issue was isolated to the therapy pcb assembly, however further root cause could not be determined.